Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Analysis of the catheter noted blood visible in the guide wire lumen and on the hub, consistent with handling and the catheter advanced over a guide wire. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hyptoube was inadvertently handled resulting in the separation. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during unpacking of the mini trek from the packaging hoop, the proximal area near the hub of the catheter separated. The catheter was replaced with another device to continue with the procedure. There was no patient involvement. No additional information was provided.